Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl. The customer was assisted with troubleshooting and found no deliveries during prime and therapy. During the weekend insulin delivery was intermittent. Customer stated when trying to prime with plunger it would be hard to push out and no delivery alarm during manual prime. Advised it might be the reservoirs and or infusion sets since customer had issues priming with the plunger prior to the prime. The product will not be returned for analysis.